Event description:
A caller reported encountering a "scan error" message on the adc device in use with samsung a13 with android 15, app version (B)(4) and as a result, the customer became hypoglycemic and experienced sweating and trembling. The customer received unspecified received medical treatment from their spouse and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
A caller reported encountering a "scan error" message on the adc device in use with samsung a13 with android 15, app version (B)(4). Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Smartphone compatibility with the use of freestyle librelink and the samsung a13 device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made.

Event description:
A caller reported encountering a "scan error" message on the adc device and as a result, the customer became hypoglycemic and experienced sweating and trembling. The customer received unspecified received medical treatment from their spouse and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.